Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to clogging of channel mount unit, foreign objects come out of distal end and residual liquid or foreign material coming out of suction cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of the channel tube, the forceps cannot be inserted. However, a root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects coming out of the distal end, due to clogging of the channel mount unit and residual liquid or foreign material coming out of the suction cylinder. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited an embedded trip inside the operating channel. The issue was found during setup. There were no reports of patient involvement.